Event description:
It was reported that the axiom iconos r200 system crashed down during system movement from horizontal to vertical position. At the 29 degree angle, the chain was disengaged from the gear and the unit fell down on the floor. This caused the front end of the unit to bend. There was no patient on the table when the incident occurred. There are no injuries involved in this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The system was requested by the manufacturer to be returned for further investigation. (B)(6).